Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. During bench testing the ventilator failed all flow and o2 blending tests from the ltv final test. Advanced fio2 testing revealed solenoid #2 on the o2 blender was out of specification. Carefusion replaced the o2 blender to address the reported issue.

Event description:
It was reported to carefusion that the oxygen blending measurement was out of specification. This reported issue was discovered during set up while the ventilator was being tested.